Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
A proximal femoral nail was implanted on (B)(6) 2010. The plate broke in situ. Pt reported no falls and was ambulating. The nail was removed on (B)(6) 2011.